Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 corrected information: b1, h1 based upon the information received 20oct2021, the investigation has determined that the laser fiber red connector was separated from the metal hub, not a laser fiber separation as initially reported. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. H1: our system requires this field to be populated and still reflects "malfunction." There is no reportable device malfunction. See note above. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 20oct2021: the metal end of the fiber "snapped" while attempting to disconnect from the machine.

Event description:
Additional information was received on 30aug2021: there was no difficulty attaching the fiber to the laser. The fiber had not been inspected for any damage, misalignment, or tilting. A section of the device did not remain inside the patient¿s body. The patient required additional procedures due to this occurrence since the operation to be re-booked at a later date. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer name and address- postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a laser lithotripsy treatment of a kidney stone, a cook® single-use holmium laser fiber separated. While using the device, a "weird noise" was heard. The surgeon immediately ceased using the device, and the laser machine was turned off. When attempting to the pull the device from the machine, the device separated, leaving a segment stuck within the laser machine which was removed using pliers. The procedure was abandoned to be reattempted at a later date. The laser machine was later tested using another laser fiber, and the noise did not recur. Additional event and patient outcome information has been requested.